Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a highest capillary blood glucose of 465 mg/dl after replacing a cgm sensor, during which the prior cgm appeared inaccurate near end of life and the new sensor was in warm-up; the insulin pump and infusion set were in use with fill tubing performed, and no back-up therapy or ketone testing was used. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and resolution of hyperglycemia with glucose returning to 148 mg/dl after continued monitoring and insulin delivery. Investigation included review of uploaded device data and user interview. Investigation of this case revealed suspected erroneous cgm readings and subsequent sensor calibrations, with blood glucose ultimately trending down as insulin on board was absorbed. It was concluded that hyperglycemia occurred with cause unclear, likely influenced by cgm inaccuracy and sensor transition; users were advised to contact the cgm manufacturer and replace the cgm if inaccuracies persisted.